Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir had air bubble. Customer noticed air bubble during filling process. Customer stated that it was fizz when they draw the insulin in the reservoir and they turned the reservoir to the side. Customer stated that they had the issue since july with the air bubbles, multiple boxes of reservoirs and insulin. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.